Event description:
Rptr alleged blood glucose results of 110 mg/dl and 130 mg/dl obtained 1 hour and 20 mins apart on the aviva sys. During this period, the reported alleged the customer was incoherent, with spasming hands. Rptr stated customer was unable to self-treat. Customer was treated with orange juice, and became coherent within 20-30 mins. A request was made for the return of the suspect device and replacement prod was sent.